Manufacturer narrative:
(B)(4).

Event description:
It was reported that low impedances of 6 ohms were measured on contacts 1 and 3. Another lead was used with impedances over 4000 but therapeutic effect was good.